Event description:
A user facility clinic manager (cm) reported to technical support that a gross dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. The sample was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h6 device component code.

Event description:
A user facility clinic manager (cm) reported to technical support that a gross dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the cm confirmed an internal dialyzer blood leak occurred once the patient's blood reached the dialyzer, the machine immediately alarmed blood leak. The blood pump was stopped immediately. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. The blood leak was also visually noted within the dialyzer and hansen lines. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 25 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported to technical support that a gross dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the cm confirmed an internal dialyzer blood leak occurred once the patient's blood reached the dialyzer, the machine immediately alarmed blood leak. The blood pump was stopped immediately. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. The blood leak was also visually noted within the dialyzer and hansen lines. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 25 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: a3.

Event description:
A user facility clinic manager (cm) reported to technical support that a gross dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the cm confirmed an internal dialyzer blood leak occurred once the patient's blood reached the dialyzer, the machine immediately alarmed blood leak. The blood pump was stopped immediately. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. The blood leak was also visually noted within the dialyzer and hansen lines. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 25 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 250°, with the ports at 0°, on the non-cavity ID end. Under magnification of 20x, the fiber fragment measured approximately 0.17mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.